Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using the proglide device after a percutaneous coronary interventional procedure. Reportedly, two proglide devices did not deploy properly. The devices were removed from the patient's anatomy and a third proglide was used successfully to achieve hemostasis. There was no adverse patient effect and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The site has not provided the device status. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced, is being filed under a separate medwatch MFR number.